Event description:
It was reported that the patient received a revision and reposition of an ams700 inflatable penile prosthesis device due to unknown reasons. No patient complications were reported in relation to this event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Event description:
It was reported that the patient received a revision and reposition of an ams700 inflatable penile prosthesis device due to unknown reasons. No patient complications were reported in relation to this event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed

Manufacturer narrative:
Additional information received that the tube was bent and the physician had to open in a surgery to fix the problem. After that, the ams 700 worked perfectly. The pipes of the ams700 were revised. The lot number of the components are not on file. The patient outcome was reported to be fine. No device was explanted.